Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported that the navigation ring was not functioning correctly. There was no patient involvement.

Manufacturer narrative:
G4: 22jul2020. B4: 24jul2020. It was clarified from the contact the touchscreen continued to function as normal, so that the customer would be able to change settings on the device. The field service engineer confirmed the reported condition. The navigation ring was found to be defective. Settings could not be changed via the navigation-ring. Further evaluation determined that the ventilator delivered output as normal. The device will continue to function and ventilate the patient and pose no risk for serious patient injury. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.